Event description:
During a surgical procedure, the surgeon was using a fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant and the fixture mount would not release from the implant. The surgeon then removed the implant from the site, and was able to place a different implant without complications. No pt injury has been reported.